Event description:
The account alleged the coil cable was damaged and bare wires were exposed. No injuries reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.